Event description:
It was reported that the user received alarm 20 and 30 during pumping, and the alarm was verified in the pump history. There was no reported impact to the customer¿s blood glucose level. Customer took action by loading a second cartridge using the correct technique, but the alarm persisted, leading to a decision to replace the pump. Technical support arranged for a return merchandise authorization (RMA) of the pump, confirmed the customer's shipping address, and provided storage instructions for transport, as well as a pre-paid return label. Customer chose not to disclose backup therapy method, and the pump was covered under warranty.